Event description:
The md has implanted several collamer iols and has seen variable refractions. The md believes that there may be some inaccurate power calculations with hyperopia. He has had to perform yag capsulotomies to achieve 20/20 vision in some pts. This info was received in response to the collamer customer bulletin sent to customers (recall z-0539-04). No serial number info, pt info or dates are available.